Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been hospitalized with blood glucose between 500 mg/dl and 700 mg/dl. Customer states when she attempted to change reservoir, she noticed it was still full. Customer was hospitalized for seven hours and was treated with three shots of insulin and fluids for dehydration. No further info provided.